Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/08/2014 with the following findings: a visual inspection of the pump found some cosmetic damages. The pump powered up to the verify screen and all the buttons responded properly. The reported keypad button tactile issue was not duplicated in the investigation. Related to the reported button issue, the keypad cover was peeling. Removal of the keypad cover found contamination under the ¿up¿, ¿down¿ and contrast button contacts.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the 'down' arrow button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).